Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 events were reported for this quarter. 4 devices were received for evaluation. 4 events were duplicated. 3 devices were found to be affected by internal corrosion. 1 device was found to be affected by a worn trigger assembly. 4 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had run-on. There was no patient involvement; no patient impact.